Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "intermediate sleeve code 1806-0210 was slightly bent and did not allow the drill to pass through. It also could not be screwed into the next sleeve code 1806-0180".

Manufacturer narrative:
The reported event could be confirmed, since physical evaluation revealed impaired assembling. The returned drill sleeve, short t2 ø5 mm in question was tested with along returned tissue protection sleeve, short t2 ø9 mm and trocar, short t2. Therefore, the drill sleeve was assembled within the tissue protection sleeve, and it was possible but with force. Furthermore, the trocar was also insertable within the drill sleeve, but it could only be assembled with increased force. Finally, the used and returned counterparts [tissue protection sleeve and trocar] were tested with an intact sample drill sleeve, short t2 ø5 mm and all working as intended. As the drill sleeve, short t2 ø5 mm had been in use for a longer time [manufactured in 2020] we pre-suppose that the device had fulfilled its tasks in former surgeries as intended and has to be replaced as stated in instructions for cleaning, sterilization, inspection and maintenance. Based on above and since the device was already manufactured in 2020 the case is rather related to inadequate handling [e.g. Dropped down] during last usage or at time of reprocessing; in case of intended use such damage would not have occurred. We exclude a manufacturing issue since any deviation in device geometry would have been already noticed in the beginning. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "intermediate sleeve code 1806-0210 was slightly bent and did not allow the drill to pass through. It also could not be screwed into the next sleeve code 1806-0180".